Manufacturer narrative:
H6: code b20 -the device remains implanted and was therefore not available for engineering evaluation by gore. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following was reported to gore: on (B)(6) 2024, patient underwent an endovascular procedure to treat an abdominal aortic aneurysm (aaa) utilizing a gore® excluder® aaa endoprosthesis (trunk ipsilateral leg c3 and two contralateral legs). On (B)(6) 2025, physician notified the field sales associate that the patient has an abscess around the distal left common iliac artery with a drain in-situ performed (date unknown of when drain was inserted). Physician will explore surgically and plans for possible explant of the excluder limb from the left side and convert the trunk ipsilateral leg to unibody graft. There are no reported issues with the trunk ipsilateral leg. Cause of the abscess is currently unknown and also, it is currently unknown if physician has performed a surgical explant of the left contralateral limb or will do so in the future.

Manufacturer narrative:
Added g3/g4, h1/h2, h6. H7: additional investigation determined no product problem or deficiency caused or contributed to an adverse event/incident for the patient; the initial medwatch and any supplemental report submitted under manufacturer report number 3013164176-2025-02628 was submitted in error and is hereby retracted.